Event description:
It was reported that a m. Blue plus (part # fx824t) was implanted during a procedure performed on (B)(6) 2019. According to the complainant, the shunt system was believed to be operated in overdrainage and not adjustable. The patient underwent a revision procedure on (B)(6) 2022. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: (B)(6). Height: 98 centimeters (cm). Weight: (B)(6). Gender: male.

Manufacturer narrative:
Investigation: no significant deformations or damage of the valves, but deposits in the reservoir and bloody deposits in the outlet catheter of the m. Blue were detected during the visual inspection. Permeability test: a permeability test has shown that all components are permeable. Computer controlled test: to investigate the claim of over-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the valves operated within the accepted tolerance in both positions. Adjustment test: both valves were tested and are adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake functions are fully operational and the braking forces are within the given tolerances. Internal inspection : after dismantling of the valves, deposits were found in both valves. Results: for the sake of thoroughness and transparency, we would like to point out that a permeability test and an adjustability test were already carried out after the revision at the hospital. Based on our examination results, we are able to determine deposits. The deposits had no influence on the technical characteristics at the time of the examination. Existing deposits in the csf can temporarily impair the function of the valves and is described as concomitant symptoms in hydrocephalus therapy. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke (B)(4). No further regulatory actions are required from our point of view.